Manufacturer narrative:
The investigation of temporary pump stop has been completed. The impella device was not returned for evaluation. The data log shows that the pump started before insertion into the patient's body. Additionally, the nurse confirms that the red cheater was still through the pump during the pump stop, and pump was later inserted successfully and ran without issue. The cause of the temporary pump stop issue was most likely red lumen removal issue. Red lumen should be removed before insertion of pump and pump start.

Event description:
The complainant reported that when the impella cp was being set up and primed, the impella stopped. The nurse changed the p-level to p0 to resolve the issue, and the pump was placed without issue and operated in auto mode. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿